Event description:
The temporary pacemaker was returned manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-analysis found upper and lower cases, two side bail covers, and the battery drawer were broken. Additional findings noted encoder flex was out of specification.